Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding the implantable drug infusion device. The drug being delivered was unknown. It was reported that the patient said the pump is not working anymore. Caller unable to clarify further.